Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, corrections, and engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "unable to track system through anatomy" and "thv moves on balloon during withdrawal" were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As per event description, "the 16fr esheath was inserted in right groin and tortuosity was noted. The valve was prepared and inserted; however, the valve would not advance out the common iliac and into the abdominal aorta and so was not deployed. Several attempts were made to advance the commander. The decision was made to remove the entire system and the valve became stuck in the tissue track of the patient." Additionally, the 3mensio report revealed calcification and tortuosity in the right access vessels and abdominal aorta. Unable to track system through anatomy: calcification and tortuosity in access vessel and abdominal aorta can create a restricted pathway for the delivery system tracking and navigation. The interaction between the delivery system/crimped thv with the calcified nodule can lead to tracking difficulties. Furthermore, the tortuous anatomy may have presented difficult bend angles for the delivery system/crimped thv to overcome. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Thv moves on balloon during withdrawal: additionally, tortuosity in the access vessels can create a challenging pathway for delivery system/crimped thv withdrawal through the anatomy. The presence of tortuosity can create suboptimal angles and non-coaxial alignment for the delivery system/crimped thv withdrawal. The device can interact and catch onto the vasculature/sheath during withdrawal leading to the reported withdrawal difficulties. In such condition, continue pulling the device may cause the crimped thv to move on balloon during withdrawal. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported the esheath was inserted in right groin and tortuosity was noted. The valve was prepared and inserted, however the valve would not advance out the common iliac and into the abdominal aorta and so was not deployed; resistance was noted when the commander delivery system was inserted though the sheath when the tip and the commander balloon were out of the sheath. Several attempts were made to advance the commander and the decision was made to remove the entire system and the valve became stuck in the tissue track of the patient. The surgeon cut the right groin to remove the valve from the patient and all was removed intact.